Event description:
It was reported by the affiliate that during an unk procedure, the surgeon pushed the release button and found the knife cut through the colon, but the staple didn't form well after firing . When firing the first two staples, there were no problems with the device. When firing the third staple, the surgeon found knife cut through the colon, but the staple didn't format well after firing. However, after changing the reloads, the device fired completely. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the atg45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during the manufacturing process.